Event description:
The patient had an optease filter implanted. Approximately a year and eight months post index procedure, the patient has having some abdominal testing done, for tests, and the physician that had placed the filter noticed a fracture. The filter is not causing any pain or discomfort to the patient.

Manufacturer narrative:
Please note that the event occurred in (B)(6) 2010, however, the actual date is unknown. Approximately 20 months after having a trapease vena cava filter inserted a fracture was noted while having some unrelated testing performed. The filter is not causing any pain or discomfort to the patient and is still completely intact. The patient has not received any treatment and the account states that it is unknown if there were any physical attributes such as lumbar scoliosis or osteophytes that could have produced extrinsic force on the filter resulting in nitinol fatigue. No other information has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.